Manufacturer narrative:
A stryker field service representative (fsr) evaluated the device and was able verify the issue. The fsr determined the system printed circuit board was the cause of the reported issue. The parts for this device model are longer available, so the device was unable to be repaired. The device was returned back to the customer unrepaired

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.